Event description:
The patient was intubated using a video laryngoscope after a few minutes end-tidal co2 dropped from 7 to 5. It was noted that the plastic adaptor came separated from the endotracheal tube. The et tube was replaced using the bougie confirmation was done performing auscultation and continuous waveform. FDA safety report ID # (B)(4).